Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient received an implant on (B)(6) 2020. Fractured on (B)(6) 2020 and revised on (B)(6) 2020 for the same. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient received an implant on (B)(6) 2020. Fractured on (B)(6) 2020 and revised on (B)(6) 2020 for the same. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. Lot numbers were received and the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture.